Manufacturer narrative:
The actual devices were not available; however, photographs of two samples were provided for evaluation. Visual inspection of both photographs revealed a leak from the fill port. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three small volume folfusors leaked from the fill port after filling. There was no patient involvement. No additional information is available.